Event description:
A complaint was filed to three deltamaxx coils: failure to resheath and damaged (cdx180625-30/c27209 & cdx180935-30/c26727) and failure to detach and premature detachment in microcatheter during removal (cdx180733-30/c25978). The physician attempted to place the complaint deltamaxx (cdx180625-30/c27209) into the distal part of the target aneurysm, but it was too large. The physician attempted to recover the coil, but the introducer sheath did not fit into the dpu and got damaged. Apart from the fact that the introducer was not re-sheathed back properly due to misalignment, no details of the damage is available. He inserted the deltamaxx (cdx180935-30/c26727) into the aneurysm next, but this time it was too small. This complaint deltamaxx was also damaged in the same way as deltamaxx (cdx180625-30/c27209). The deltamaxx (cdx180733-30/c25978) was then placed into the aneurysm, but the coil could not be detached. The physician attempted to detach the coil by pressing the detach button more than 10 times while repeatedly advancing and withdrawing the actual coil, but no avail. Thus, the physician attempted to recover the coil, but during the removal the actual coil was accidentally detached in the distal end of the excelsior 1018 microcatheter (stryker, type unknown). The coil was safely removed together with the microcatheter, and the procedure was successfully completed without further issues or delay. There were also no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. The complained products are not available for analysis. No further information is available. The procedure was the coil embolization of an aneurysm at the patient¿s spa. Continued in notes

Manufacturer narrative:
A complaint was filed to three deltamaxx coils: failure to resheath and damaged (cdx180625-30/c27209 & cdx180935-30/c26727) and failure to detach and premature detachment in microcatheter during removal (cdx180733-30/c25978). The physician attempted to place the complaint deltamaxx (cdx180625-30/c27209) into the distal part of the target aneurysm, but it was too large. The physician attempted to recover the coil, but the introducer sheath did not fit into the dpu and got damaged. Apart from the fact that the introducer was not re-sheathed back properly due to misalignment, no details of the damage is available. He inserted the deltamaxx (cdx180935-30/c26727) into the aneurysm next, but this time it was too small. This complaint deltamaxx was also damaged in the same way as deltamaxx (cdx180625-30/c27209). The deltamaxx (cdx180733-30/c25978) was then placed into the aneurysm, but the coil could not be detached. The physician attempted to detach the coil by pressing the detach button more than 10 times while repeatedly advancing and withdrawing the actual coil, but no avail. Thus, the physician attempted to recover the coil, but during the removal the actual coil was accidentally detached in the distal end of the excelsior 1018 microcatheter (stryker, type unknown). The coil was safely removed together with the microcatheter, and the procedure was successfully completed without further issues or delay. There were also no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. The complained products are not available for analysis. No further information is available. The procedure was the coil embolization of an aneurysm at the patient¿s spa. The patient¿s vessels were moderately tortuous and mildly calcified. No further details of the other concomitant devices are available. The same dcb and the cable (details unknown) were used throughout the procedure. There was no report of any fault or anomaly with the dcb. A pre-deployment electrical check was performed. All connections appeared to fit properly without application of excessive force. It is unknown if there was resistance/friction during deployment of the coil system through the microcatheter. It is unknown if torqueing of the dpu was required during positioning of the coil in the aneurysm. The deltamaxx (cdx180733-30, lot c25978) will not be returned, therefore the root cause of the coils failure to be detached in the aneurysm and its unintended detachment inside the distal end of the microcatheter cannot be determined. Based on the information, the event was not confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: deltamaxx (cdx18093530/c26727); deltamaxx (cdx18062530/c27209); excelsior 1018 microcatheter (stryker, type unknown); dcb and the cable (details unknown). This is an initial/final report.